Event description:
It was reported that a female patient, in their 70¿s, underwent an atrial fibrillation (afib) procedure with a navistar rmt thermocool catheter and suffered a cardiac tamponade. Pericardiocentesis was performed and one liter of fluid was removed. The patient was reported in stable condition. The patient did require extended hospitalization for observation. Additional information was received regarding the event. A transseptal puncture was performed with an unknown needle. The adverse event was discovered towards the end of the case during the ablation phase. The last ablation cycle time at the site of injury was roughly 20 seconds with the overall ablation time in that area being a few minutes. The physician¿s opinion regarding the cause of this adverse event is that this was caused by ablating with 42 watts, which was too much. The physician did not think this adverse event was caused by a biosense webster product problem. Settings during the event include: power mode - ablating between 25w-42w / impedance cut off was 250ohms / temperature cut off was at 42 degrees / irrigation flow setting was 30 ml/min / st. Jude medical 8.5 french slo sheath was used. There was no error messages observed on biosense webster equipment during the procedure. The patient did received anticoagulant and the act target was 350 seconds. IFU recommendations for rf power delivered: ¿it is recommended that power not exceed 50 w when the catheter is parallel to the tissue and 35 w if the catheter is perpendicular to the tissue. The duration of each rf application should not exceed 120 seconds. Dragging the catheter to the next site is permissible during the 120 second energy application. Rf current may be reapplied to the same or alternate sites using the same catheter.¿

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: carto 3 rmt system (model#m-5830-01, serial#(B)(4)); stockert 70 system (model#m-5463-01, serial#(B)(4)); coolflow pump (model#m-5491-02, serial#(B)(4)). (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a female patient, in their 70¿s, underwent an atrial fibrillation (afib) procedure with a navistar rmt thermocool catheter and suffered a cardiac tamponade. A pericardiocentesis was performed and one liter of fluid was removed. The patient was reported in stable condition. The patient did require extended hospitalization for observation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The sensor coils resistance was found within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/30/14. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).